Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction without recurrence.